Event description:
A (B) (6) male patient contacted lifecor customer support to report that he was having problems with his battery charger. He states that when he twists the plug, the battery packs charge. Support sent a patient services representative (psr) to the patient to replace the battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B) (4) has been completed. The reported problem was reproduced. The charger was defective when evaluated. The connector at the base of the battery charger would not stay in the battery charger base. The connector was replaced. The battery charger was retested and restocked. The root cause of the defective power brick is unknown but is likely mismating of the connectors. No adverse event resulted from the damaged battery charger. The patient received a replacement battery charger.